Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a germ. The issue was found during reprocessing. There was no patient harm associated with the event.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where the following deviation from the IFU was confirmed. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: 1(B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end cfu: non-coform bacterial identification: enterococcus casseliflavus. Sampling date: (B)(6) 2025. Sampling from: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end cfu: conform bacterial identification: naganishia sp; paenibacillus sp; bacillus cereus. Based on the results of the investigation, a deviation from IFU was confirmed therefore reprocessing may have been conducted insufficiently. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The device was evaluated where no abnormalities were found that could have led to the reported event. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.